Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding the event. It was reported that the pre-op diagnosis is poor cervical vertebra alignment after posterior fixation of c4/5. There was a delay of less than 60 mins reported. It is unknown if the product was broken or not. There were no further complications reported regarding the event.

Manufacturer narrative:
Country: (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient with an unknown indication in need of posterior fusion at c2-th7 used in spinal therapy. It was reported that when crosslink was placed at c6/7 and the final tightening was performed, the left and right set screws stripped, but the same driver was able to tighten the set screw in the middle. Torque could not be applied to the left and right, and set screws were continued to be implanted as they were. It was also proposed to change the driver to a new one, but the products were continued being placed at the discretion of the physician. There were no patient symptoms reported. There were no further complications reported regarding the event.